Event description:
A caller reported experiencing a power source alert 07 while using the tandem charging cable and wall adapter. There was no reported impact on the customer¿s blood glucose level as the issue's effect was not specified. The pump started charging after keeping it plugged into the wall adapter for at least 30 minutes. Despite this, the entire charger was replaced previously, and due to the lack of trust, the pump was replaced by technical support. The customer agreed to use multiple daily injections as a backup therapy, was instructed to put the old pump into storage mode, and return it with a pre-paid label within 10 days.